Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the shorted capacitor could not be positively identified. Medical staff reportedly performed additional resuscitation attempts. The damage to the r781 resistor is consistent with an external defibrillation while wearing the lifevest. There is no information to suggest that the damaged resistor caused or contributed to the patient death.

Event description:
During servicing of a monitor that was returned for investigation into a patient's death, a reportable device malfunction was found. The monitor sn (B)(4) failed incoming functional testing. There is no indication the device malfunction caused or contributed to the patient's death as the patient was in asystole. Asystole is considered a non-shockable, non-life sustaining rhythm.